Event description:
It was reported that high capture threshold, high lead impedance and an insulation break were reported. Replacement of the lead with a competitor lead was not successful and the lead remains implanted and in use.

Manufacturer narrative:
(B)(4).